Event description:
Caller reported damage to the pump's housing around the usb port, which affected the ability to charge the pump. Despite this damage, the pump did not shut down, and the caller planned to continue using the current pump to ensure insulin delivery was not interrupted. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to put the pump into storage mode and advised the caller to return the damaged pump using a pre-paid label within ten days, which the caller acknowledged.